Event description:
Information received indicates when tested, the ground resistance is out of normal range.

Manufacturer narrative:
The technician isolated the issue to a worn power cord plug. He replaced the power cord plug to repair the bed.